Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when saturation pattern detection (spd) was activated, satseconds of 25 would not alarm when circle icon is full (alarms at 100 satseconds). There was no patient involvement.